Manufacturer narrative:
A customer from the (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. An investigation was conducted to evaluate the customer issue which did not identify a product issue. The observed discrepancy is most likely due to the sample being a weak positive for sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive sars-cov-2 result. The same sample was retested on a different platform which yielded a negative result for all targets. The negative result was released to the patient. The patient was asymptomatic and admitted to a sars-cov-2 ward with reported contact with a true positive patient. No further information is available regarding length of stay duration, infection status or alleged harm. An investigation was conducted to evaluate the customer issue which did not identify a product issue. The observed discrepancy is most likely due to the sample being a weak positive for sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods.